Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when they were implanted with the ins they were taking oxycontin but now they are no longer using the medication. Pt stated that since they stopped the drug the only pain they are experiencing is where the implant site is located. Pt mentioned having the implant removed; patient services specialist (pss) was unsure if the pt was inquiring as to if they should have the ins removed due to the pain or wanted it removed because of the pain (and the possibility that the pt felt they no longer needed the ins since there was no other pain). Pss was preparing to clarify with pt this information but the call disconnected. The patient was redirected to their healthcare provider to further address the issue. Pt said they are no longer following up with the healthcare provider (hcp) who prescribed them the narcotic. Pt was in the process of spelling the name of their new hcp when the call dropped. Pss also was unable to collect any additional information such as event date. Pss called the pt back and left voicemail.